Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The caller reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the insulin pump rewound without incident. However, the caller mentioned an unexpected restart error alarm. The caller confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. No unexpected restart and signal too low alarms noted. No unexpected restart noted during testing. All operating currents are within specification. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100value properly on display graph. The sensor feature was working properly. No lost sensor or sensor end alarms noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, shifted end cap sticker and cracked battery tube threads.